Event description:
Initial report: this serious unsolicited report was received from a physician to a sales representative via our affiliate in (B)(4) on (B)(6) 2011. This case involves a (B)(6) female patient who was administered two vials of poly-l-lactic acid (sculptra) in (B)(6) 2010 (dosage, indication, location of injections and batch numbers not provided). She was also administered hyaluronic acid (juvederm) at the same time. In (B)(6) 2010, this patient was seen by the reporter, who is not the person who performed the injections, and presented with 2-3 pea sized nodules. They were given steroids and treated with hylase injections to even out the face. The nodules resolved on an unknown date. The physician felt the nodules occurred due to poly-l-lactic acid and hyaluronic acid being used in combination in the same plane. Other suspect drug/device: hyaluronic acid. Significant/relevant medical history: not reported. Relevant concomitant medications: not reported. Action taken: unknown. Corrective treatment: steroids and hylase injections. Outcome: recovered/resolved. Physician/reporter causality: felt the nodules occurred due to using poly-l-lactic acid and hyaluronic acid in combination in the same plane. A ptc (product technical complaint) has been initiated for this report. Ptc numbers are pending.